Manufacturer narrative:
An event regarding disassociation involving an uhr head was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event since after impacting the femoral head, the surgeon went to reduce the hip and the inner c-taper head came off the trunnion of the stem and no allegations were made against the uhr head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After impacting the femoral head, the surgeon went to reduce the hip and the inner c-taper came off the trunnion of the stem. That left the head/bipolar component in the socket. A new head/bipolar component were used successfully.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
After impacting the femoral head, the surgeon went to reduce the hip and the inner c-taper came off the trunnion of the stem. That left the head/bipolar component in the socket. A new head/bipolar component were used successfully.